Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer changed infusion set, battery and site and issue was not resolved during bolus. Customer's blood glucose was 424 mg/dl. Customer was not able to complete troubleshooting due to being at work.